Manufacturer narrative:
The reported event of the ble being unavailable was confirmed. Based on the information provided, it was determined that device entered ble lockout due to multiple unsuccessful connection attempts. The patient application logs were reviewed and determined that the ble passcode was entered incorrectly too many times resulting in a lockout. No anomalies were detected.

Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.